Event description:
During a wrist arthroscopy procedure using a microblator 30 with integrated cable, approx two millimeters of the distal tip of the wand detached into the pt's wrist. The surgeon elected to leave the tip in the pt's wrist since it was located in scar tissue and he felt it would do too much damage to try to retrieve it. There has been no reported adverse effect to the pt or complications following the procedure.

Manufacturer narrative:
The device has been returned for investigation. A follow up report will be provided, once the lot history record review and investigation are completed.